Event description:
General report received of an unspecified number of undocumented incidents of backflow of solution from the secondary solution container into the primary solution container. On unspecified dates, the primary tubing sets were used to deliver unspecified medications. The primary solution containers were hung lower than the secondary solution containers. At unspecified times, the male adapter of secondary tubing sets were connected to the clave y-site of the primary tubing sets for a piggyback delivery of unspecified concentrations of oxaliplatin at unspecified rates, via pumps. The customer contact reported approximately 30 minutes prior to the completion of the infusions, the nurses noted that the secondary medications had backflowed into the primary solution containers. It was reported that the entire volume of the primary solution containers were delivered to the patients to ensure the full doses of oxaliplatin were delivered to the patients. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.